Event description:
Reporting status: death. Reporting rational: perforation of the vessel requiring medical intervention, subsequent death. Device issue: none. It was reported that a perforation was noted after the stent was deployed. The pt had a pericardiocentesis and experienced a myocardial infarction (killip). Cardiopulmonary resuscitation (CPR) was performed but the pt died in the cath lab. No add'l event or pt info is available.

Manufacturer narrative:
.